Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redp3082 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the physician stopped using the sheath/dilator because the tip of the sheath noticed to be damaged. There was no reported patient injury.